Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex m150 set a fluid leak was observed at the effluent line electrostatic discharge coil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual sample was not available for investigation. However, a picture and a video of the impacted prismaflex m150 set was provided. The visual inspection revealed a fluid leakage at the level of the discharger ring of the effluent line. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.